Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a distributor received an open iliac screw in a closed iliac screw package. There was no patient involvement.

Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun (02)" no longer applies but cannot be deleted. Corrections in h3. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed that the packaging and the product do not match. The label on the packaging is for a closed iliac screw but the product is an open iliac screw. DHR review: per DHR review, the part was likely conforming when it initially left zimvie control. The packaging issue occurred as part of a repack process. Potential cause root cause was tied to improper labeling during repack processing. Device usage this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that a distributor received an open iliac screw in a closed iliac screw package. There was no patient involvement.